Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2408560 model: sc-2408-56. Serial: (B)(6). Batch: 7076129 / 7075971.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that there was lead migration. The patient underwent a replacement procedure and was doing well postoperatively. The explanted device components were not returned due to facility policy.